Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-apr-2024. H.6 investigation summary: material #: 367344, lot/batch #: 3121688. Bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, 30 retention samples from bd inventory were subjected to sleeve function testing using 10 tubes per needle and the issue of sleeve side piercing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer noted that stopper does not recover completely after use. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: material #: 367344. Lot/batch #: 3121688. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve side-piercing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve side-piercing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer noted that stopper does not recover completely after use. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer noted that stopper does not recover completely after use. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.